Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01718. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with supracervical hysterectomy, abdominal colpopexy, cystoscopy with placement and removal of ureteral stents, and urethral sling due to pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had an uneventful postoperative course up until postoperative day number 2 when she had symptoms that were evaluated and revealed low density lesion in the cerebellum as well as the right occipital lobe (tia). It was reported that doppler studies of her carotid artery revealed severe stenosis in the right artery and stenosis in the left artery. A similar set of symptoms occurred on postoperative day iii. The report indicates that the cva was an embolic infarct with ischemia. (B)(4).

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01718. The same patient is represented in each medwatch in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, bowel problems and urinary incontinence.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.